Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally entered four consecutive meal announcements on the ilet, which led to insulin delivery associated with a hypoglycemic event; at the time of the call the user¿s blood glucose was 65 mg/dl, they had already treated the low with oral glucose, and the blood glucose questionnaire indicated stabilization. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.